Event description:
Pt admitted with elevated hemoglobin, pf was 44 and ldh was 1205. Pt's inr 1.5. Pt denies dark urine or any other s/s. Pt started on heparin and intergrilin gtt. Hemolysis labs never improved. Pt was urgently transplanted (B)(6) 2013.